Event description:
An incident while performing a cerebral angiogram. Upon removal of the catheter, it was noted a yellow translucent clot had formed on the end of the catheter and was within the sheath. The procedure was completed and the pt was discharged. Two days post procedure the pt returned and thrombus was noted in the leg. An embolectomy was performed.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.